Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. All information provided was reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Factors that are known to contribute to the alleged fault/failure may be an obstructed fluid supply. Our clinical assessment concluded: no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that as soon as the drive pedal was pressed, the small tube inside the piston burst, disengaging from it and causing saline solution to spill on the device as well. A change in surgical technique was required to complete the procedure.